Manufacturer narrative:
H3) the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9733597, serial/lot #: (B)(4). The initial reporter was not known at the time of reporting. The manufacture representative went to the site to test the navigation system. The issue was confirmed and reproducible. The communication cable with lemo connector started to fry. They replaced the power and data axiem cable resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial based procedure, the electromagnetic navigation interface unit was connecting intermittently to the navigation system. It was reported that the navigation system did not recognize a non-invasive patient tracker (nipt). There was no reported impact on patient outcome. Troubleshooting found that the emitter details displayed that the emitter and interface unit were intermittently connecting. It was noted there was electrical tape on the power/communication cable for electromagnetic navigation. Reseating cabling did not restore functionality. Additional information was received and the issue occurred during a shunt placement using axiem. The procedure was delayed maybe 15 min as the health care professional could not get the screen unfrozen. The procedure was completed without navigation. The procedure was completed without adverse events and went smoothly.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The cable jacket had been separated at the lemo connector exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.